Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the therapy knob was jumping, the numbers jump to other numbers when dialing joules on the knob. No patient involvement was reported.